Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A getinge service territory manager (stm) was dispatched to investigate. The stm replaced the pneumatic module assembly (pim) due to the kink in the pim tubing then completed all safety, functionality, and calibration checks. All tests passed to factory specifications, and the iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) generated an "iab catheter restriction" alarm. It was noted that the iabp unit was working fine until the patient was moved onto their side when the alarm occurred. It was also noted that condensation was visible on the catheter. The iabp unit was swapped out to continue therapy. The customer's biomed noted that the pneumatic module assembly (pim) tubing was kinked. There was no patient harm and no adverse event reported.